Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 22.50. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports. All available information is included in this report.

Event description:
A report was received that a patient's intraocular lens (iol) was removed and replaced 6 weeks after the initial implant. The cause of the iol explant was the wrong power implanted.

Manufacturer narrative:
(B)(4). The iol was received and is currently being analyzed at the manufacturing site. The explanted lens was replaced with a higher diopter lens of the same model suggesting this event is not related to the iol. The lens met all manufacturing specifications prior to market release. An update to this report will be submitted upon conclusion of the manufacturer's analysis. All information currently available is included in this report.